Event description:
The user facility reported an impella cp in a patient (unknown age, race , and ethnicity) for mechanical circulatory support. It was reported that the team suspected clot ingestion and impella was explanted and new impella was placed. The patient is stable. No additional information was provided.

Manufacturer narrative:
The impella device was not returned for evaluation. A supplemental report will be submitted when the investigation has been completed.

Manufacturer narrative:
The investigation into low pump flow has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-05865. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact email. G1 reporting contact facility name missing. G1 reporting contact fax number missing. H6 code 4440 was reported incorrectly. New code was added to health effect - clinical code.